Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis in between (B)(6) 2017 with blood glucose of in 400 mg/dl. The customer was not able to get the blood glucose level down and was feeling nauseated which led to hospitalization. The customer experienced symptoms such as heart rate was going high and nausea. The customer was treated with intravenous insulin and turned off the insulin pump in emergency room. The customer was wearing the insulin pump during the hospitalization. The customer reported that the blood glucose level was not going down under 500 mg/dl. The customer¿s blood glucose level was in 400 to 450 mg/dl in emergency room and current blood glucose level was 480 mg/dl. The customer released from the hospital after six hours. The customer reported that she will use insulin pen for the treatment until the blood glucose level come down and declined troubleshooting for high blood glucose level. The customer reported that the leaks were coming out of the little tiny hole at the top of the set and the location of the leak was at the quick release area on the top of the set at the needle hole. The customer reported that the blood glucose level was 300 mg/dl and after that she drank soup and the blood glucose level went up to 500 mg/dl. The customer¿s blood glucose level was 456 mg/dl, 518 mg/dl and then 533 mg/dl. The customer was again hospitalized due to high blood glucose and was on the edge of diabetic ketoacidosis on january 14, 2018 with blood glucose of 430 mg/dl. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with insulin drip, insulin pens and long lasting insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.